Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the chest on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported that the patient experienced diabetic coma. Her sister called an ambulance and the patient was treated with glucose IV by the paramedics (wasn't brought to a hospital). The cgm was reading 2.6 mmol/l and the blood glucose reading was 9.6 mmol/l, taken by the patient but the time of the event was not specified (before /after treatment). At the time of the report the patient was recovered. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.